Event description:
Regarding on-q c-bloc with ondemand pain pump -ref cb003; part no. 5001438; manufactured by I-flow corp-. The bolus part of the pump, used by the pt to deliver a 5ml bolus of medication, will sometimes jam rendering that piece of the medical device useless. It has happened both during preparation by pharmacy during priming of the pump as well as after delivery for use by the pt. Diagnosis for use: continuous nerve block post surgery. Date of use: 08/01/06- 03/27/07.